Event description:
It was reported that when using the bd vacutainer® push button blood collection set, sample leakage occurred with one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. However, functional tests were conducted on 30 retained samples using 10 tubes per needle to assess device functionality and the issue of leakage during use was not observed. Additionally, these 30 retained samples were tested for retraction lockout functionality, and all samples passed as they were activated properly with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage during use based on retain testing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D2b. Medical device type: jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® push button blood collection set, sample leakage occurred with one device. No adverse impact was reported regarding the patient or user.